Manufacturer narrative:
Should the device be returned, an investigation will be performed and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4). .

Event description:
It was reported on (B)(6) 2026 that a glidewell ht implant placed at tooth #29 failed to osseointegrate. The issue was reported by (B)(6) office. The implant was placed on (B)(6) 2025 following immediate extraction and was immediately loaded. The occurrence of the event was reported within three weeks of implant placement after prosthesis attachment. The patient had bone quality classified as type ii and fair oral hygiene. The implant was removed on (B)(6) 2025. The patient discontinued use of the device. The patient followed the cleaning and storage directions as per the device's instructions for use. The implant was replaced with a similar product. No symptoms were reported, and no permanent injury or additional medical or surgical procedures were reported.